Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. An inflation attempt was made and water was seen exiting the barrel of the balloon. The fibers were striped and a circumferential rupture was noted on the balloon. Therefore, the investigation is confirmed for a circumferential rupture. The definitive root cause for the identified rupture could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 05/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the right common iliac vein, the pta balloon allegedly ruptured at 6 atm. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2021).

Event description:
It was reported that during an angioplasty procedure in the right common iliac vein, the pta balloon allegedly ruptured at 6 atm. Another device was used to complete the procedure. There was no reported patient injury.